Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04014 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a tumor rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after powering on the generator, a console error (e03) occurred. The error was not able to be cleared so the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.